Manufacturer narrative:
Hill-rom technical support suggested isolating each side rail. Per the hill-rom user manual annual preventative maintenance must be performed to insure all bed features are functioning as originally designed. Particular attention must be addressed on safety features including but not limited to: electrical cords and components. Controls or cabling entanglement of bed mechanisms in side rails. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the right hand side rail to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section self ran when the bed was plugged in. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).